Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 176 mg/dl. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.